Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 517mg/dl and the pump alarmed no delivery. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was also 464mg/dl at the time of the call. Troubleshooting was performed and found that the pump is operating as designed. Customer indicated that the issue was resolved by a complete set change. Customer was to monitor the pump. Customer declined high blood glucose troubleshooting.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime test and excessive no delivery test. Device was received with minor scratched lcd window and cracked reservoir tubelip.